Event description:
Related manufacturer reference number:2017865-2024-03922. User facility medwatch received that states the system exhibited an infection. The entire system was explanted except the left ventricular lead. The lead was unable to be extracted and will be removed during another procedure. 8 hours after the procedure, the patient passed away.

Manufacturer narrative:
Md report# mw5149997.

Event description:
User facility medwatch received that states the system exhibited an infection. The entire system was explanted except the left ventricular lead. The lead was unable to be extracted and will be removed during another procedure. 8 hours after the procedure, the patient passed away.